Manufacturer narrative:
An event regarding instrument fracture involving a stem inserter was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection confirmed the event. Material analysis confirmed the device fractured in fatigue. It was further observed that a second pin hole was applied to the device but was not indicated as part of the design per the part print. The device fractured at the nonconforming second hole. -medical records received and evaluation: not performed as it was reported that there was no patient impact. -device history review: there were no reported discrepancies. -complaint history review: there has been (B)(4) other similar event for the referenced lot. Conclusions: the investigation concluded that the device fractured in fatigue due an additional pin hole machined through the instrument tip, therefore compromising the strength of the tip due to the missing material. The additional pin is not intended by the design according to the design drawing. The subject specialty stem inserter was manufactured by the supplier ferry machine. Nc pr was initiated as a child record of this investigation to determine and address this observed supplier-related nonconformance.

Event description:
During a right primary hip surgery, the right sided specialty dual offset stem inserter broke during insertion of the stem. Stem was fully seated and the very tip of inserter where it fits inside of the stem broke off inside the stem. The broken piece was removed from the stem and there was no delay or adverse consequence.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown right sided specialty dual offset stem inserter. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a right primary hip surgery, the right sided specialty dual offset stem inserter broke during insertion of the stem. Stem was fully seated and the very tip of inserter where it fits inside of the stem broke off inside the stem. The broken piece was removed from the stem and there was no delay or adverse consequence.